Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. No lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided. Additional information in section d9.

Event description:
The event involved an unspecified spiros that the customer reported an etoposide infusion leak. It was reported the primary line of unspecified intravenous fluid (ivf) running at 125/hr and the etoposide was y-sited low at 500/hr. Shortly after the infusion started the patient felt a drop on his skin. New tubing and spiros was started. There was patient involvement, however, no report of adverse event and no report of harm.

Manufacturer narrative:
The device is available for evaluation. It has not been received.